Event description:
Chest drain tubes became disconnected from "y" connector when pt fell. Drainage tube clips/clamp slipped off of connector. Ridges on "y" connector not thick enough to hold clip/clamp. Chest drain used in conjunction with novosci conn, equal wye 3/8. "Y" connector used on conjunction with atrium ocean water seal chest drain. Second device: dates of use: 2008. Diagnosis or reason for use: post CABG.